Manufacturer narrative:
E1: initial reporter phone no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) large volume multirate infusor underinfused during patient infusion. The device contained fluorouracil which was not fully administered. After the expected therapy time (48 hours), a volume of medication was remaining inside the infuser. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 31, 2023 - september 1, 2023. The actual device was not available; however, three (3) photographs of the samples were provided for evaluation. Visual inspection was performed which showed residual fluid inside the device's bladder suggesting an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.